Event description:
Complainant alleged that while attempting to pace a pt (age unk) in cardiac arrest, the device did not pace the pt. The clinicians continued to use the device and transported the pt to a nearby hospital. The pt subsequently expired.